Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion field service representative (fsr) went on site to evaluate and repair the suspect device. The fsr was unable to duplicate the customer's reported issue due to no failure was found during the evaluation. The fsr performed uvt (user verification test) and ovp (operational verification procedure) according to the manufacturer specifications.

Event description:
The end-user reported the vela ventilator did not deliver volumes. The customer reported alarms were noted. The customer reported the issue occurred during patient use, no report of patient consequence is associated with the event.